Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal prolonged bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious event was also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal prolonged bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (on (B)(6) 2014, surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was not reported. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal prolonged bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 1.5 year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious event was also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain abdomen pelvic area") and genital haemorrhage ("abnormal prolonged bleeding") in a 39-year-old female patient who had essure (batch no. 836499, 880423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 1993, (B)(6) 2000) and blood pressure high (during pregnancy.). Concurrent conditions included overweight, nausea, constipation, depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012, oxycodone, sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced neck pain ("pain neck"), pain in extremity ("pain legs") and abdominal distension ("bloated"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleedig(menorrhgia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("legs lowerback"), arthralgia ("pain hip") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ pain abdomen"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, weight decreased, fatigue, neck pain, back pain, arthralgia, hypertension, pain in extremity and abdominal distension outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, neck pain, pain in extremity, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received physical therapy for pain neck,legs and lowerback. The first attempt at essure, the tip had bent, so we had to replace it and used another essure which we placed. After it was done, there was one visible coil in the uterine cavity confirming proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: results: no acute inflammatory process identified. Computerised tomogram pelvis - on (B)(6) 2014: results: no acute inflammatory process identified. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. No acute inflammatory process identified in the abdomen or pelvis. On (B)(6) 2014,uterus, bilateral tubes: total hysterectomy (103 grams) with bilateral attached fallopian tubes, demonstrating: cervix - immature to mainly mature squamous metaplasia of the endocervix, cervical .stroma otherwise shows fresh hemorrhage.. Endometrial - predominantly inactive appearing to weakly proliferative and only focally proliferative endometrium with occasional basal breakdown granules, and extensive fresh, interstitial stromal hemorrhage. Myometrium - unremarkable. Serosa - unremarkable. On (B)(6) 2014,surgical pathology report in formalin labeled, "uterus, bilateral tubes" is a uterus with bilaterally attached fallopian tubes. The 103 gram uterus measures 10_0 cm in length, 6.0 cm cornu to cornu, and 4.4 cm anterior to posterior. The- serosal surfaces are smooth and glistening. The right endocervix is disrupted. The exocervix measures 3.0 cm across and 2.8 cm anterior to posterior. The centrally placed cervical os is 1.5 x 0.1 cm. The exocervical mucosa is pink tan, smooth and glistening. The uterus is coronally bisected. The triangular endometrial cavity is lined by a lush hemorrhagic endometrium measuring up to 0.5 cm. The uterine wall is 1.5 to 2.0 cm thick and the myometrium is mildly trabeculae. No nodules lesions are seen. The endocervical canal is 4.0 cm long and the mucosa is unremarkable. The transition zone cannot be visualized. The right and left fimbriated fallopian tubes each measure 7.5 cm in length and have diameters varying from 0.5 to 1.0 cm. The distal end and fimbriae are congested, bilaterally. Within the lumen of both tubes, proximally, there are tightly coiled, delicate wires. The distal lumens are collapsed and empty. Representative sections are submitted in eight cassettes labeled 41 42 a1- a8. Slide key: a1, anterior cervix; a2, posterior cervix; a3 and a4, anterior uterine wall, full thickness; a4 and as, posterior uterine wall, full thickness; a7, right fallopian tube; a8, left fallopian tube. Concerning the injuries reported in this case, the following one/ones weredescribed in patient¿s medical records: confirming lower abdominal pain, dysmenorrhea. Lot number: 836499 man date: 2011-03 exp date: 2014-03. Lot number: 880423 man date: 2011-07 exp date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received. Events added from pfs- bloated. Onset date of event neck pain, pain in extremity were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain abdomen pelvic area") and genital haemorrhage ("abnormal prolonged bleeding") in a female patient who had essure (batch no. 836499,880423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 1993, (B)(6) 2000). Previously administered products included for an unreported indication: oxycodone, zoloft and trazodone. Concurrent conditions included overweight, nausea and constipation. Concomitant products included medroxyprogesterone (depo provera)(B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleedig(menorrhgia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), weight decreased ("weight loss"), fatigue ("fatigue"), back pain ("legs lowerback"), arthralgia ("pain hip") and hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), neck pain ("pain neck"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2014, surgery to remove essure(bilateral removal of fallopians tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, weight decreased, fatigue, neck pain, back pain, arthralgia and hypertension outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, neck pain, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram - on (B)(6) 2014: abdomen and pelvis (enhanced. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on an unknown date: not reported no acute inflammatory process identified in the abdomen or pelvis. On (B)(6) 2014,uterus, bilateral tubes: total hysterectomy (103 grams) with bilateral attached fallopian tubes, demonstrating: cervix - immature to mainly mature squamous metaplasia of the endocervix, cervical .stroma otherwise shows fresh hemorrhage.. Endometrial - predominantly inactive appearing to weakly proliferative and only focally proliferative endometrium with occasional basal breakdown granules, and extensive fresh, interstitial stromal hemorrhage. Myometrium - unremarkable. Serosa - unremarkable. On (B)(6) 2014,surgical pathology report received in formalin labeled bauer, paula, "uterus, bilateral tubes" is a uterus with bilaterally attached fallopian tubes. The 103 gram uterus measures 10_0 cm in length, 6.0 cm cornu to cornu, and 4.4 cm anterior to posterior. The- serosal surfaces are smooth and glistening. The right endocervix is disrupted. The exocervix measures 3.0 cm across and 2.8 cm anterior to posterior. The centrally placed cervical os is 1.5 x 0.1 cm. The exocervical mucosa is pink tan, smooth and glistening. The uterus is coronally bisected. The triangular endometrial cavity is lined by a lush hemorrhagic endometrium measuring up to 0.5 cm. The uterine wall is 1.5 to 2.0 cm thick and the myometrium is mildly trabeculae. No nodules lesions are seen. The endocervical canal is 4.0 cm long and the mucosa is unremarkable. The transition zone cannot be visualized. The right and left fimbriated fallopian tubes each measure 7.5 cm in length and have diameters varying from 0.5 to 1.0 cm. The distal end and fimbriae are congested, bilaterally. Within the lumen of both tubes, proximally, there are tightly coiled, delicate wires. The distal lumens are collapsed and empty. Representative sections are submitted in eight cassettes labeled 41 42 a1- a8. Slide key: a1, anterior cervix; a2, posterior cervix; a3 and a4, anterior uterine wall, full thickness; a4 and as, posterior uterine wall, full thickness; a7, right fallopian tube; a8, left fallopian tube . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2018: the pfs and medical records received:reporters added,the event vaginal bleeding,menorrhagia,dysmenorrhea,dyspareunia,pain abdomen pelvic area clubbed with pelvic pain,weight gain,weight loss,fatigue,neck pain,legs pain,back pain,hip pain,depression,high blood pressure,anxiety.concurrent condition,concomitant medication,lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain abdomen pelvic area") and genital haemorrhage ("abnormal prolonged bleeding") in a 39-year-old female patient who had essure (batch no. 836499,880423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1993, (B)(6) 2000) and blood pressure high (during pregnancy.). Concurrent conditions included overweight, nausea, constipation, depression and anxiety. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2012 to (B)(6) 2012, oxycodone, sertraline (zoloft) and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhgia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), weight decreased ("weight loss"), fatigue ("fatigue"), back pain ("legs lowerback"), arthralgia ("pain hip") and hypertension ("high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ pain abdomen"), neck pain ("pain neck"), depression ("depression"), anxiety ("anxiety") and pain in extremity ("pain legs"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased, weight decreased, fatigue, neck pain, back pain, arthralgia, hypertension and pain in extremity outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, menorrhagia, neck pain, pain in extremity, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received physical therapy for pain neck,legs and lowerback. The first attempt at essure, the tip had bent, so we had to replace it and used another essure which we placed. After it was done, there was one visible coil in the uterine cavity confirming proper placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: no acute inflammatory process identified computerised tomogram pelvis - on (B)(6) 2014: no acute inflammatory process identified hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion no acute inflammatory process identified in the abdomen or pelvis. On (B)(6) 2014,uterus, bilateral tubes: total hysterectomy (103 grams) with bilateral attached fallopian tubes, demonstrating: cervix - immature to mainly mature squamous metaplasia of the endocervix, cervical .stroma otherwise shows fresh hemorrhage.. Endometrial - predominantly inactive appearing to weakly proliferative and only focally proliferative endometrium with occasional basal breakdown granules, and extensive fresh, interstitial stromal hemorrhage. Myometrium - unremarkable. Serosa - unremarkable. On (B)(6) 2014,surgical pathology report in formalin labeled, "uterus, bilateral tubes" is a uterus with bilaterally attached fallopian tubes. The 103 gram uterus measures 10_0 cm in length, 6.0 cm cornu to cornu, and 4.4 cm anterior to posterior. The- serosal surfaces are smooth and glistening. The right endocervix is disrupted. The exocervix measures 3.0 cm across and 2.8 cm anterior to posterior. The centrally placed cervical os is 1.5 x 0.1 cm. The exocervical mucosa is pink tan, smooth and glistening. The uterus is coronally bisected. The triangular endometrial cavity is lined by a lush hemorrhagic endometrium measuring up to 0.5 cm. The uterine wall is 1.5 to 2.0 cm thick and the myometrium is mildly trabeculae. No nodules lesions are seen. The endocervical canal is 4.0 cm long and the mucosa is unremarkable. The transition zone cannot be visualized. The right and left fimbriated fallopian tubes each measure 7.5 cm in length and have diameters varying from 0.5 to 1.0 cm. The distal end and fimbriae are congested, bilaterally. Within the lumen of both tubes, proximally, there are tightly coiled, delicate wires. The distal lumens are collapsed and empty. Representative sections are submitted in eight cassettes labeled 41 42 a1- a8. Slide key: a1, anterior cervix; a2, posterior cervix; a3 and a4, anterior uterine wall, full thickness; a4 and as, posterior uterine wall, full thickness; a7, right fallopian tube; a8, left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming lower abdominal pain, dysmenorrhea. Lot number: 836499, man date: 2011-03, exp date: 2014-03. Lot number: 880423, man date: 2011-07, exp date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.